Event description:
Ruptured breast implant (B)(6) 2014 after a fall went to emergency room which I'm after many past surgeries I have ptsd when I was told they had to remove my one breast that ruptured I couldn't take it the doctor had to immediately sedate me. After a long surgery where the doctor had to scoop out what was left of the implant he could not even read the number on the implant, it was so bad he put a drainage tube on me because of the rare infection it caused, he had to go back in and do another surgery due to the infection which on the first surgery I was given blood due to the loss of so much blood, I was in the hospital 5 days was put on, antibiotics for 8 months, did not want to take the other implant out until this one healed. Well I had cigna ins. When it happened now I have medicaid and even though the doctor says it needs to be removed I can't get medicaid to approve the surgery, this is taking years off my life. I don't sleep, I stay depressed, I'm afraid to leave the house. I have an (B)(6) boy who needs me, and this is killing me. I have no money to get help or pay for the surgery myself, please if there is any way or any direction you can send me please help me. I dreamed about being in the pto for my son now I'm too afraid to do anything and have no one to help me. Please I'm begging for someone to have a heart and help me please, thank you (B)(6).